Manufacturer narrative:
There is no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The pump was found to exhibit a leak through the display lens. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump could not be tested further as the moisture caused the pump to be unresponsive. The complaint that the pump exhibited heat could not be verified or duplicated.

Event description:
It was reported that the pump emitted a "replace battery" alarm, at which time the pump causing was hot to the touch. The patient reportedly went swimming with the pump sometime the same day before the pump was found to be hot to the touch.